Event description:
According to the rptr, her daughter was in the wheelchair on the bus. The frame on the wheelchair broke (bent in half) in 2 places. Although the wheelchair collapsed, the straps from the bus held the wheelchair in place. The rptr's daughter rec'd only bruises. The wheelchair is approx 6 mos old and is still under warranty. The wheelchair was picked up the following day by the dist and returned to the mfrs. The MFR claims the wheelchair has "physical damage" and therefore the repairs are not covered under the warranty which only covers MFR defects. According to the rptr, the only other damage to the wheelchair was a small dent on the push rail. It is unk when and how the dent occurred. The rptr feels this incident was related to the quality of the frame and therefore should be repaired under warranty by the MFR. She is concerned someone might be seriously injured if another wheelchair frame should break.